Event description:
It was reported that the patient experienced ¿pain in my back¿ since pump replacement for normal battery depletion. It was further noted at the replacement the healthcare provider (hcp) said ¿the lines were corroded and he had to clean them up¿. The reporter knew the pump was working because the patient has had a refill since implant, but wanted to know if there were any tests that could be done to see where the medicine ¿was going and such¿. The pump was used to deliver clonidine, bupivacaine and baclofen. No interventions or patient outcome. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).